Manufacturer narrative:
Approximate age of device ¿ 3 years 1 months 22 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2015. It was reported that the patient experienced roughly six vad stoppages on the morning of (B)(6) 2018. This type of behavior has been linked to potential issues with the percutaneous lead. Additional information was requested but not provided.

Manufacturer narrative:
This event is determined to be duplicate to MFR #2916596-2018-00369. Section d4 & h4: correction. Manufacturer's investigation conclusion: a specific cause for the reported events could not be conclusively determined through the evaluation of the returned portion of the driveline. Approximately 18.5¿ of the replaced portion of the driveline was returned for evaluation. The outer silicone jacket layer of the driveline was severed approximately 12.5¿ from the metal connector, and the bionate was severed approximately 14¿ from the metal connector. Metal braided shield breakdown was observed approximately 2.5¿ and 3¿ from the metal connector (adjacent to the terminus of the bend relief), with minor breakdown observed along the remainder of the returned segment. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the reported events. The patient remains ongoing with no further issues at this time. A review of the device history records revealed the device met applicable. No further information was provided. The manufacturer is closing the file on this event.